Event description:
A facility reported that during a procedure, and while duraseal sealant (202050) was in contact with a patient, "injecting diluent syringe <blue label> into powder vial and the powder wouldn't dissolve." There was no patient injury and no surgical delay.